Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 34 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.